Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that there was a hospitalization due to a hypoglycemic event. The blood glucose was down to 20 mg/dl. The insulin pump was suspended at the hospital. The customer reported that the blood glucose reading was up to 165 mg/dl before being discharged from the hospital.